Manufacturer narrative:
Review of the data management system confirmed that the user was not actively using the system at the time of the event due. The user's healthcare provider was aware of the condition and treatment. Based on the information available, the reported hospitalization was not related to system performance or device use.

Event description:
On (B)(6) 2026, the user reported being hospitalized due to a surgical procedure related to an infection of the toe. The user stated that the infection required surgery and resulted in amputation of a toe. The user reported feeling significantly better at the time of follow-up.